Event description:
The hcp reported that the patient was experiencing lower extremity monoplegia for 2 weeks. An MRI was performed which did not identify any specific anatomical or structural lesion. A second MRI was performed at alter date which identified "some sort of abnormality to the conus region" drug being administered via the pump is unknown. The catheter tip is implanted at l1. A follow-up report will be sent if additional information becomes available.